Manufacturer narrative:
A ge rep evaluated and replaced the vertical lift power supply. System operates as intended.

Event description:
The customer reported the vertical lift will not go up or down. No pt injury was reported.